Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, causing pain. Physician brought the patient into the or, and upon surgical exploration, the sensing lead was found to be twisted and the sutures were detached. Physician untangled the sensing lead, created a new ipg pocket, repositioned the components, sutured, and closed.